Manufacturer narrative:
(B)(4). The actual device was received and evaluated. A visual inspection was conducted with a microscope which found cracked light blue main body. Functional testing was also conducted (leak testing, clear passage test and clamp function test). The clear passage test did not find any issues related to the damage. All functional testing performed was acceptable. The reported event was verified through the sample evaluation. The reported problem damaged (crack) was verified; visual inspection noted cracked light blue main body. The device did not meet product specifications related to the reported event. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue mainbody of a minicap transfer set was cracked. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.